Event description:
It was reported that 8 months after 3 xience stents were implanted in the mid-right coronary artery, the patient was noted to have restenosis in the index target lesion requiring a percutaneous coronary intervention. Ischemia was suspected. The event was reported to resolve without sequelae on the revascularization procedure date. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as a known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.